Event description:
It was on posted facebook that the customer was receiving multiple sensor errors at work due to rf interference. She was contacted as result of the post. At the time of reporting the customer's blood glucose was 160 mg/dl. She stated that there as no issue with her insulin pump, only with the sensors. She had the potential causes of sensor errors explained to her, and was offered a courtesy replacement transmitter, which she declined. She was also informed that the offer stood if changed her mind. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.